Event description:
Caller reported reading of 161 mg/dl at 1:01 pm and a 345 at 2:45 pm. Insulin was taken and customer experienced a drop in blood glucose level and unconsciousness. Sugar (3 tubes of glucose) and orange juice were administered. Caller regained consciousness. At 4:28 pm, blood glucose reading was 36 mg/dl. Amount of insulin administered was not captured.